Event description:
It was reported that during multiple infusion set applications for an ilet system, the infusion sets did not adhere or deploy correctly because the adhesive cover was not removed, leading to a detached infusion set and an incomplete cannula placement. Symptoms included hyperglycemia peaking at 208 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.